Manufacturer narrative:
It was noted that the ablation catheter was inside the patient¿s body when the adverse event occurred. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. This event was already reported under 9673241-2017-00608 for the ablation catheter, however additional information was also received on august 2, 2017. After further discussion, the physician suspected the quad diagnostic catheter was the causative device of the adverse event. It was a stryker reprocessed d6-dr-005-rt quad catheter. The ultrasound catheter (soundstar) was previously suspected to be the cause at the time. Per this additional information received, this event is also being reported under the soundstar catheter as it was previously the suspected device instead of the ablation catheter. The awareness date for the soundstar as the previous suspected device is august 2, 2017. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: stryker (webster) diagnostic quad catheter (d6-dr-005-rt). Manufacturer's ref. No: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an idiopathic right ventricular tachycardia/right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a soundstar® eco diagnostic ultrasound catheter and suffered a cardiac tamponade requiring pericardiocentesis. After diagnostic catheter placement and while building the soundmap, a slight baseline effusion was detected. Procedure continued while monitoring the effusion via soundstar eco catheter. Prior to ablation, the effusion was increasing. Physician continued ablation, with one additional radiofrequency application, then performed a pericardiocentesis. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient has since fully recovered. Patient was discharged the following day. It was noted that the procedure was right-sided only. There were no additional factors cited that may have contributed to the adverse event. Physician¿s initial opinion regarding the adverse event is that it was caused by the soundstar eco catheter. It was later determined that the injury was caused by placement of the stryker reprocessed diagnostic quad catheter. It was noted that the ablation catheter was not the cause of the injury.no transseptal puncture was performed. Sheath in use was a st. Jude medical agilis medium curve. No long sheaths were used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as there was no ablation at the site of injury and no ablation was being performed at the time the injury was discovered. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds (not confirmed).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic right ventricular tachycardia/right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a soundstar® eco diagnostic ultrasound catheter and suffered a cardiac tamponade requiring pericardiocentesis. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Carto, coil and transducer tests were performed and catheter passed all specifications. No error was found. Product is working properly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was not confirmed.